Event description:
Customer reported the left monitor is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the monitor. System operates as intended.